Manufacturer narrative:
(B)(4). The product remains implanted, and will not be returned for analysis. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
(B)(4) and also see sections regarding lot information (expiration and manufacture dates).

Manufacturer narrative:
The patient is male and (B)(6), had pcom with size 6mm x 4mm x 4mm. During the surgery, the surgeon deployed the stent but noted the shape is abnormal like 'v'. The surgeon had to deploy another stent and complete the surgery. There was no report on patient injury. The stent could not be returned because it was still implanted. The lot number for the enterprise is 10391471,. The vrd was not re-captured more than once, and there were no issues reported during deployment. The current patient condition was fine and discharged. A non-sterile unit of cnv enterprise EU 4.5x22mm stent 12 mm dw tip. Inside of the plastic bag it were received the pouch of the device, the coil dispenser, the delivery wire, the introducer tube and the involved stent was not received for analysis. The involved microcatheter was also not received for analysis. No anomalies were found during visual analysis. Delivery wire was analyzed under vision system and no anomalies were found. Lake region and cordis lot number 10391471. Per lake region report c 15,452 lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported failure by the customer ¿stent / incomplete expansion¿ was not confirmed since the product could not be properly evaluated due to the involved stent was not received for analysis. The cause of the event experienced by the customer could not conclusively determine. However, procedural / handling factors might have contributed to that issue. The device did not present any obvious indications of manufacturing defect or anomaly. The records indicated that the product met specification prior to shipment; therefore no corrective or preventive actions will be taken at this time.

Event description:
The patient is male and (B)(6), had pcom with size 6mm x 4mm x 4mm. During the surgery, the surgeon deployed the stent but noted the shape is abnormal like 'v'. The surgeon had to deploy another stent and complete the surgery. There was no report on patient injury. The stent could not be returned because it was still implanted.

Manufacturer narrative:
The product was received for analysis. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The lot number for the enterprise is 10391471. The vrd was not re-captured more than once, and there were no issues reported during deployment. The current patient condition was fine and discharged. (B)(4). Additional information will be submitted within 30 days of receipt.